Event description:
Event description guidant received information that the impedance measurement on the rate/sense portion of this defibrillation lead was found to be greater than 3000 ohms and the threshold measurement had increased significantly. During the procedure to replace the rate/sense portion of the lead, the implantable cardioverter defibrillator (ICD) was electively explanted due to the advisory issue on this model device.